Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received. That after, replacing the ep stent assist. The coil was implanted smoothly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that sab-4-20 couldn't effectively block the coil. Sab-4-20 was used to assist the coil embolization of the aneurysm, and the stent was in place and opened smoothly. During the coil embolization, the coil protruded through the stent and herniated into the current-carrying artery; the coil was recovered and filled after 3 adjustments of molding method, but the coil still couldn't be blocked by the stent; the sab stent was recovered, repositioned and re-deployed, and the coil embolization was tried again, but it still could not prevent the coil from herniating into the parent artery; the stent was recovered for the second time, adjusted and deployed again, and the third attempt of coil embolization still couldn't prevent the coil from herniating into the parent artery; then replaced it with the ep stent for assistance. It was reported that there was coil protrusion through struts. There was no friction or difficulty during delivery, positioning or procedure. It was unknown if the rhv was tight. The stent was completely apposed to the vessel wall and not kinked. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left middle cerebral artery with a max diameter of 4.5mm and a 3.1mm neck diameter. The landing zone was 2.2m distally and 3.2mm proximally.  It was noted the patient's blood flow was normal and vessel tortuosity was minimal.  Ancillary devices include an ev3 rebar 18 microcatheter. Additional information received that the coil was axium prime es from medtronic; model: apb-2-4-3d-es; lot#: 224435804. The rhv was tight.